Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted. Event site postal code: (B)(4).

Event description:
It was reported by fse that the cardiosave intra-aortic balloon pump (iabp) malfunctioned. Iab catheter restriction error occured. The is no information about patient involvement and no harm reported.

Manufacturer narrative:
This (mfg report number: 2249723-2026-0002287) is a non-reportable event as service report stated iab catheter restriction is coming and after fse checked the pump with trainer and balloon around 2 hours no problem found. Done all the test as per factory protocol and found its running on good working condition and there was no other malfunction observed related to the device. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
This (mfg report number: 2249723-2026-0002287) is a non-reportable event as service report stated iab catheter restriction is coming and after fse checked the pump with trainer and balloon around 2 hours no problem found. Done all the test as per factory protocol and found its running on good working condition and there was no other malfunction observed related to the device. As a result, no follow up emdr is necessary. Please cancel in your database.